Manufacturer narrative:
(B)(4). Plugging the refrigerator directly into the wall outlet is not an approved procedure. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
An abbott field service representative (fsr) was installing a new refrigerator in the architect i2000 analyzer. After turning the power on to the analyzer the refrigerator did not start. The fsr then powered down the analyzer and removed the refrigerator. The fsr then plugged the refrigerator directly into the wall outlet and received a shock. The fsr was not injured and no medical attention was needed.

Manufacturer narrative:
(B)(4). The removal and replacement procedure for the reagent cooler does not provide any instructions for checking the operation of the cooler outside of the instrument. Verification of cooler performance is to be done after installing in the instrument. Customer complaint data was reviewed and no other complaints were received noting injury or shock from the reagent cooler and no adverse trends were identified in conjunction with the issue. The architect system operations manual was reviewed and was found to provide adequate information regarding electrical hazards. The investigation did not identify a product deficiency.